Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07953. It was reported that a shaft detachment occurred and the patient experienced cardiogenic shock. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery. The target lesions were located in the right coronary artery (rca), the left anterior descending (lad) artery and the intermediate vessel. A 1.5mm rotalink and an unspecified rotawire were selected for use. The lad was noted to be diffusely calcified and heavy calcification was noted in the intermediate vessel. Rotablation was performed in the lad first and the rotalink was then moved to the intermediate vessel. The shaft of the rotalink detached in the proximal portion of the intermediate vessel, but remained on the rotawire. It was noted that the 1.5 burr may have been too large for the calcification in this vessel. The guide catheter was then deep seated to aid in successful removal of the device. Subsequently, the patient experienced cardiogenic shock resulting in placement of an intra-aortic balloon pump and a ventilator. The patient remained in iccu and was hospitalized for more than 10 days. No further complications were reported. The patient has since been discharged, but future treatment is planned.

Manufacturer narrative:
Upn corrected from unk509 to h802232390010. Device evaluated by manufacturer: the complaint device was returned for analysis. The distal section of the device was returned ( 67.7cm approx.); and the body is kinked at 35.9cm approx. From the distal end. Moreover, the burr is stuck inside the wire. External analysis ((B)(4) lab) returned the following results: optical microscopy images identified two failure sites. One fracture failure occurred due to a cyclic bending and tension overload. Another fracture failure site presented multiple mechanical cut laminates. Relative to material composition of 304v no additional elements were detected the two sites. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07953. It was reported that a shaft detachment occurred and the patient experienced cardiogenic shock. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery. The target lesions were located in the right coronary artery (rca), the left anterior descending (lad) artery and the intermediate vessel. A 1.5mm rotalink and an unspecified rotawire were selected for use. The lad was noted to be diffusely calcified and heavy calcification was noted in the intermediate vessel. Rotablation was performed in the lad first and the rotalink was then moved to the intermediate vessel. The shaft of the rotalink detached in the proximal portion of the intermediate vessel, but remained on the rotawire. It was noted that the 1.5 burr may have been too large for the calcification in this vessel. The guide catheter was then deep seated to aid in successful removal of the device. Subsequently, the patient experienced cardiogenic shock resulting in placement of an intra-aortic balloon pump and a ventilator. The patient remained in iccu and was hospitalized for more than 10 days. No further complications were reported. The patient has since been discharged, but future treatment is planned.